Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the tandem-provided usb cable into the charging port at a certain angle. The customer's blood glucose (bg) level was 326 mg/dl. A replacement usb cable was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after using the replacement usb cable; however, no additional information could be obtained.